Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have inserted a sensor but it never initialized. Customer removed sensor and found that it was split. Customer's blood glucose was unknown. Customer believes there may be a problem with entire lot of sensors. Customer was advised to return sensor for analysis. No further information provided.

Manufacturer narrative:
One opened and used sensor was inspected and an initialization test performed with a new lab transmitter. The sensor functioned properly. The cannula was found bent. It could not be confirmed if the customer received the sensor in said condition due to the customer returning the sensor opened and used.